Event description:
It was reported that during the implant procedure, blood entered into the lead lumen. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.